Event description:
Plate was implanted on 7/22/98 for a left distal femoral fracture type I open with intercondylar extension. X-rays on 12/18/98 showed plate was broken and plate was removed on 12/19/98.